Event description:
It was reported that outside of surgery the customer requested preventative maintenance for the device. There was no patient involvement. During device evaluation, the motor speeds were not stable. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor speeds were not stable, and the reciprocating arm and screws were worn. The motor, reciprocating arm, and screws were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.